Event description:
Ventilator failed on two occasions. The first on 2/1/96, the low volume alarm kept sounding and could not be corrected. The second event occurred on 2/29/96. The low volume alarm kept sounding and could not be corrected. Since 2/13/95 hosp has filed four (4) reports on this same piece of equipment. One pt female, one male, add'l age 70.